Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported by (B)(6) that the 48 year old, male "customer let us know the button has broke again on their device. He does have bruxism so this is the 3rd time the button broke." The patient started using the device on (B)(6) 2026 and stopped using it on (B)(6) 2026, the day the reported device broke. No outside clinical evaluation was sought. A remake request was submitted and a return label for the reported device was sent. It was reported that he device was cleaned with a foam cleaner/ultrasonic cleaner. There was no harm caused to the patient. Additional information reported that this event is the first time the reported device broke. The previous breaks were for a different device.